Event description:
A consumer reported reagent solution splashed into her eyes while opening the dropper bottle with the binaxnow¿ covid-19 antigen self test otc 2 test pack on (B)(6) 2022. The consumer splashed the reagent solution in her eyes and felt a burning sensation. She washed her eyes out under running water and used dry eye drops. The consumer stated the burning sensation had subsided and she was "fine now". The consumer was not able to perform the test. No additional information was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The customer reported that the reagent solution got into their eyes when opening the reagent bottle included in the binaxnow¿ covid-19 antigen self test. The customer reported initially feeling a burning sensation, and washed their eyes under running water. The customer reported they are feeling fine now. Technical services advised the customer to take required remedial action if needed. Technical services advised the customer on how to open the dropper bottle. Technical services attempted to provide the reagent sds to the customer, but the customer refused. According to the package insert in195150c v. 3.0: precautions 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/ contact-us or 1-800-222-1222. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.